Event description:
Peritoneal dialysis was started on a pt using a pd set. On initial drain, pt's effluent drained into the heater bag. The pt was not placed higher than the pd set. This incident occurred three times with lot. Upon use of a different lot number, the problem did not occur again. The items are available for inspection. Pd nurse said that co rep said that they have had this problem before and think it is a software problem. They are working on it.